Event description:
It was reported that the patient contacted technical services (ts) with report of a red blinking light on the remote home monitoring equipment, indicating a potential product performance issue related to this cardiac resynchronization therapy defibrillator (crt-d). The patient was not near the remote home monitoring equipment at the time to perform troubleshooting. Ts referred the patient to the clinic/physician. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.